Event description:
It was reported that the right atrial (ra) lead exhibited over-sensing noise. The atrial lead was explanted and replaced.

Manufacturer narrative:
Further information was requested but not received.